Manufacturer narrative:
(B)(4). Approximate age of device from the product issue date is 3 years, 6 months. The system controller was returned for evaluation. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. During a clinic visit, it was reported that both the patient and vad coordinator had difficulty inserting the percutaneous lead (driveline) into the patient¿s backup system controller when they attempted to exchange out the primary system controller. The patient reportedly became unstable and lost consciousness during first attempt to exchange the system controller. The vad coordinator then attempted the exchange but aborted and connected the system back to the primary system controller. The patient was then provided a new backup system controller, and a different vad coordinator was able to successfully exchange out the system controller with no issues. The patient was discharged from the clinic with a new primary system controller and their old primary system controller was upgraded with new software and became the patient¿s backup. No additional information was provided.

Manufacturer narrative:
The reported incident of difficulty connecting the patient¿s driveline to the system controller was confirmed. The analysis of the returned system controller found that the driveline connection issue was related to a worn rubber seal. The analysis revealed that the worn area of the rubber seal had an issue sliding over the notch on the driveline connector and forcing the driveline connector to misalign with the bulkhead receptacle during insertion. A small tear was observed on the worn area. The damage appeared to be wear and tear related as the estimated time of use was 1008 days. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.